Event description:
At implant, when the rv lead was placed at the apex, perforation occurred, as was confirmed by echo. The lead was not implanted.

Manufacturer narrative:
Analysis of the lead did not reveal any condition that would have contributed to the reported lead perforation. A lead tip stiffness test was perforation. A lead tip stiffness test was performed and was found to be within specification. The electrical characteristics of the lead were found to be normal.